Event description:
The customer contacted baxter's technical service center to report a connection issue while on the home choice (hc) device during dwell 1. The home patient (hp) stated that one of the lines got separated from the bag. The baxter technical representative (tsr) advised the hp to start over with all new supplies as the supplies were compromised and it was not safe to continue therapy. The hp understood. The hp stated that he may do manual exchange for his therapy for the remainder of the night. The tsr assisted the hp to end therapy .there was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance(ps) spoke with the home patient (hp) regarding the reported connection issue. The hp stated that it was most possible that he did not connected the lines properly to the solution bag. The hp did not see any abnormalities with the supplies and the solutions bags (unknown product code) were all good to use. The hp had then started over with all new supplies and discarded the used supplies. The hp did not have lot number.

Manufacturer narrative:
(B)(4). The problem is confirmed for the connection issue and the assignable cause can be determined as use error, since it was stated that they may have not tightened the bags properly to the lines. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.